Event description:
It was reported that prior to this patient's vns generator replacement surgery, high impedance was observed. During surgery, the lead was connected to the new generator and high impedance was still seen. Therefore the old lead was replaced with a new one. The products will not be returned for product analysis. No other relevant information has been received to date.